Event description:
Caller reported an error with their continuous glucose monitor but there was no indication given of the impact on blood glucose levels, suggesting it remained within normal range. Customer service provided detailed instructions on resetting the pump, which the caller planned to implement and would contact support again if the issue continued.